Event description:
The tech in nuclear medicine was positioning the uptake probe to take a count during a thyroid scan. The probe was over the pt's leg when the probe fell on the pt's left knee. The pt stated she had 6/10 left knee after the incident. The pt was able to walk and bear weight afterwards. Ice was provided immediately and the pt was taken to the ed.